Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: there was evidence of moisture behind display lens. No battery cap /cartridge cap returned. All testing performed with test caps. Pump powers with test battery cap to a dim discolored display. Battery cap able to fully tighten. Battery compartment intact..2. Cover crack observed between corner of display lens and case seal. Base crack also observed between case seal and keypad. During investigation the keypad was found to be unresponsive. Keypad rubber intact, no tearing or peeling. Removed keypad. No contamination under key contacts. Leak test shows leak at cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump, including keypad flex cable /connector, ir rx/tx and associated other pcb components. "Download," checklist step 4 fails due to internal moisture damage. Checklist steps 10,11,12,13,21,22 fail due to unresponsive keypad. Keypad unresponsive due to internal moisture damage. Unable to adequately investigate "no power" complaint due to inability to run 24 hr. Basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.